Manufacturer narrative:
The device as well as its lot number are not available. Therefore a product investigation and a review of the DHR cannot be performed. The customer stated the treatment was started on (B)(6) 2016 and the patient was ambulated on (B)(6) 2016. Approximately 12 hours after ambulation, the patient experienced low flow from the ¿10027#avalon elite 27f, 31cm¿ device in question with a venous pressure of about 200 mmhg which was previously below 100 mmhg before the event. The cannula was exchanged with another one. No abnormalities during the treatment, such as clots or obstructions, were noticed within the system. In addition the information about the fixation and positioning with an appropriate imaging technology was provided and did not show any abnormality. Furthermore the cannula position is checked nearly every 24 hours per hospital policy. Therefore the confirmation of the cannula position would have happened within the 24 hours. There were no consequences for the treated patient. No kinks or damages on the device in question could be observed. No attempt was made to reduce the pressure change by repositioning the cannula before its replacement. The venous pressure was steady after it rose without pulsating. Neither before nor after the treatment a hypovolemia or thrombosis of the patient was observed. According to the evaluation of one of maquets therapy application managers a malfunction of the device in question cannot be confirmed based on the information available to the manufacturer.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the cannula for evaluation but the customer is no longer in possession of the product. Further information was requested by the manufacturer. Based on the information received a clinical evaluation will be created. A supplement medwatch will be submitted as soon as additional information becomes available.

Event description:
"The customer stated that the patient was started on support on march 12 using the elite dl cannula. Three days later, the patient was ambulated. Approximately 12 hours after ambulation, the patient experienced a drop in flow from the cannula with the venous pressure going from -20 to over -200 mmhg. The cannula was changed out and support was resumed without incident." (B)(4).